Event description:
Foley cathether was placed at start of case. When case was over, patient was being turned back into supine position and foley catheter became dislodged. Balloon on catheter was deflated. Balloon remained intact. Valve used to fill balloon was slightly wet. Anesthesia attending noted that she had seen this same thing happen on a different case recently.